Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 650cc and suffered from generalized illness symptoms. The patient is experiencing shortness of breath, extreme fatigue, body and joint aches, not able to get out of bed, not in the mood to get out of bed, heart palpation, rapid heartbeat, fever, chronic pain, gained weight, no appetite, constipation, sleep disturbance, left breast pain and armpit tenderness, constant pain, not able to sleep on side, visual disturbance, headaches, migraines, body odor like metallic, swelling of feet, legs, hands and face, feels body really tight. The patient had blood test and lab work and all were normal. As a result, the patient will undergo removal on (B)(6) 2020. This medwatch is for the right breast implant.